Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The patient will be scheduled for explant and replacement procedure. This device remains in service at this time. No adverse patient effects were reported.